Event description:
After lithotripsy treatment, it was noted that pt had been burned/blistered at the treatment site. The stone(s) was not fragmented completely and the pt came back 2 days later for uretero laser lithotripsy. The burn was healing well.